Manufacturer narrative:
(B)(4). Additional information: should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with "the equipment when turning presents mistake". During evaluation, baxter quality engineering determined the reported condition to be failure f-94. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated at the customer facility. The reported condition of a flo-gard infusion pump with "the equipment when turning presents mistake" was confirmed by baxter quality engineering as a failure f-94. The cause was determined to be an inoperative central processing unit (cpu) board. The cpu board was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.